Event description:
It was reported that following an open-heart procedure, the patient was brought back due to postoperative bleeding. It was reported that the clip placed on the mammary artery had become loose, resulting in the bleeding event.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many clips were applied to the mammary artery and how many on patient side? Was this an accessory branch? Or was this the main mammary artery that was ligated and cut? Where was the clip applied on the mammary artery? Any difficulty applying the clips during the procedure? Were any unusual noises heard during the firing? What did the clip formation look like? Please provide a timeline of events. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.